Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 432 mg/dl. The customer did not know the cause of the high bg. A pump system check was performed and air gaps/bubbles were found in the infusion set tubing. The customer primed the air out. Reportedly, the customer had been using humalog in the cartridge for 4-5 days. The customer changed the cartridge and infusion set. A bolus was delivered to address the high bg. Upon follow-up, the bg level had decreased to 162 mg/dl.